Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-31, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (3,000 mcg/ml, 2,188 mcg/day) via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported the patient had skin erosion and their pump was exposed. It was stated, "temperature 99.3". The hcp looked at the wound and referred the patient to a neurosurgeon to remove. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-14, additional information was received from the rep. It was reported the pump and catheter were explanted on (B)(6) 2020. The pump had eroded through the skin.